Manufacturer narrative:
The device was inspected by a medtronic rep at the site. The system was left unplugged the night before and this caused the interruption. Logs were reviewed and it was found that the interrupted 3d spins were due to "xraysignalstate" errors. Also found multiple errors relating to the system board and the gantry motion controller. The system was repaired and a full system checkout performed with 3 spins without issue. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported a complaint from the site that when they attempted to take a 3d spin it was interrupted and didn't complete. He discovered that the imaging system was left on overnight and the x-ray batteries were depleted which is why the spin could not finish.